Event description:
The customer called for help with his meter. While troubleshooting, her performed normal control tests and received results of 167 and 163 mg/dl. The normal control range is 88-119 mg/dl. The customer did not allege any adverse events. The test strips are to be returned for evaluation, and replacement test strips will be sent.